Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, this phenomenon was attributed to wrong management method of the disinfectant solution by the user. The instruction manual of oer-5 stated the correct management method of the disinfectant solution. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the error e99 occurred on the subject device and the concentration of the disinfectant solution at the time was unknown because the user did not check the concentration of the disinfectant solution with the test strip before the reprocessing. The user intended to reprocess the unspecified device that did not have a lumen requested by a dentist, not endoscope. The user had replaced disinfectant solution on march 10th. Usually the user had been checked the concentration of the disinfectant solution every time with the test strip before the reprocessing when the reprocessing the endoscope. There was no report of patient injury associated with the event.